Manufacturer narrative:
The reported events of high capture threshold, noise and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during the implant procedure, the device placed in the pocket and the right ventricular (rv) lead exhibited increased of capture threshold and noise was started to be seen. The rv lead was disconnected from the device and testing in bipolar showed low impedance and high capture threshold. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2026. The patient was stable throughout.